Event description:
It was reported that the pt was implanted a znn cmn nail 13mm x 42 cm 125 on the left side on (B)(6) 2013 following open reduction. The implant was well positioned. Upon a follow-up visit, the pt presented with pain and swelling. X-rays showed breakage of the nail through the lag screw hole and varus deformity. Therefore, the pt was revised on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).